Event description:
The hospital reported that during the coronary artery bypass procedure, three seals did not deploy out of the delivery tube into the aorta and one seal cracked during loading. The surgeon used a fifth unit to complete the procedure. No patient complications were reported by the hospital.